Event description:
As reported by our affiliates in netherlands, a tf tavi was performed under sedation with a fully percutaneously approach using an edwards sapien 3 29mm valve. Positioning was difficult due to elongation of the ascending aorta and an extremely horizontal angle. After implantation of the valve, tte confirmed good valve position and function. Withdrawal of the commander delivery system balloon into the esheath was not possible. The balloon appeared have residual fluid under examination. The system was attempted to be deflated several times with no positive affect. A wire was introduced to remove the sheath and delivery system together which was difficult, and a closure device sheath was introduced. However, the closure device failed and a piece of intima was seen on the esheath. A vascular surgeon was called, and reconstruction of the vessel was performed. The esheath appeared very damaged on removal and was kept back for further examination. It was very difficult to remove the delivery system through the sheath. The team attempted to de-air the balloon multiple times but due to the balloon burst it did not work. The delivery system and sheath were removed as a whole unit. As per medical opinion it is not known the root cause of the events. As per pre-deco findings 3" liner tear starts 4" proximal to end of liner.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-11860. Investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Supplemental to reflect device evaluation. Update to g4, h2, h6 and h10.  Additional information indicated there was difficulty removing the delivery system through the sheath. They tried to de-air the balloon multiple times, but due to the balloon burst this did not really work.  The balloon was fully inflated when it burst. No extra volume added to the balloon prior to the inflation. It was initially reported that the device balloon had burst during the procedure. However, evaluation of the device indicates that the balloon was intact and no burst had occurred during the procedure. Once the delivery system and sheath removed, the team noticed the bleeding and damaged intima femoralis, so they converted to surgery. During the end of the procedure, it was suspected that the liner tore/delaminated. The patient¿s access vessel minimum luminal diameter (mld) was 9mm, with very mild calcification and mild tortuosity. No photographs, videos, or imagery were provided for review. The commander delivery system was returned to edwards lifesciences for evaluation after use in the procedure. It was locked in the packaging position with use of fine adjustment. No flex was present on the device. An atrion inflation device was attached the delivery system with 26 ml of fluid inside. The loader cap was on the flex shaft. The proximal balloon shaft and distal guidewire lumen were kinked, likely due to packaging. Visual inspection revealed the balloon material was bunched distally and no balloon burst was observed.  Due to the nature of the complaint, no dimensional inspection was performed. Upon receiving, the device was able to be fully inflated and de-aired successfully, indicating no leakage in the system. The returned device was evaluated for balloon inflation/deflation time. The measurements met specification. No other abnormalities were observed during inflation or deflation of the balloon. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of lot history for the related work order revealed no additional complaints for the related event codes. A review of complaint history from (B)(6) 2019 to (B)(6) 2020 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for withdrawal difficulty through sheath. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The complaints were confirmed. No manufacturing non-conformances were identified in the returned device. Available information suggests that patient and/or procedural factors may have contributed to the complaint events.  A review of the complaint history revealed that the complaint occurrence rate did not exceed the (B)(6) 2020 control limit for the withdrawal trend category. The deflation complaint was unable to be confirmed. Therefore, a complaint history review is not required. Additionally, the occurrence rates did not exceed the april 2020 control limits for the trend category. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing and receiving inspection, where the tested units are chosen on a sampling basis. All units from the related work order passed product verification testing. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the reported complaint event. The instructions for use (IFU) for edwards commander delivery system, device prepping manual, and procedural training manual were reviewed for guidance and instruction on device preparation and usage of the commander delivery system. The procedural training manual indicates to completely unflex the delivery system.  Ensure flex tip is still over the triple marker.  Ensure balloon lock is locked.  Ensure the balloon is completely deflated.  Pull the entire delivery system through the sheath.  Maintain guidewire position in the aorta. Patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. The complaint for ¿delivery system ¿ withdrawal difficulty ¿ through sheath¿ was confirmed based on the condition of the returned device. However, the complaint for ¿delivery system ¿ deflation difficulty ¿ unable to deflate¿ was unable to be confirmed. No manufacturing nonconformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing nonconformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The complaint description stated, ¿it was not possible to remove the delivery system at the balloon level through the sheath. The balloon seems to be a little filled under examination. The system was vacuumed several times with no positive effect.¿ residual fluid in the balloon alters the balloon profile, which may contribute to withdrawal difficulties. The balloon bunching observed on the returned device is indicative of the balloon getting caught at the tip of the sheath during withdrawal. The deformed profile (bunching) of the balloon may have caused further withdrawal difficulties, despite attempting to deflate the device. As the device was able to be deflated as normal during device evaluation, the experienced withdrawal difficulties may have been perceived as deflation difficulty. A definitive root cause is unable to be determined without the applicable imagery. However, available information suggests that procedural factors (residual fluid in balloon / altered balloon profile) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defects were identified, no corrective/preventative actions are required. Since no product nonconformance or IFU deficiencies were identified during evaluation, and the occurrence rates did not exceed the trigger for additional review, a product risk assessment is not required. The complaint for withdrawal difficulty was confirmed. No manufacturing nonconformities were identified during the evaluation. It is possible that procedural factors (residual fluid in balloon) may have contributed to the reported event. However, a definitive root cause is unable to be determined. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time. The complaint for deflation difficulty was unable to be confirmed. No manufacturing nonconformities were identified during the evaluation. It is possible that procedural factors (altered balloon profile) may have been perceived as inability to deflate the balloon. However, a definitive root cause is unable to be determined. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  UDI (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in netherlands, during deployment of the 29mm sapien 3 valve via transfemoral approach, the commander delivery system balloon burst but the valve was able to be implanted. After removal of the esheath it was seen that the layers of the sheath were split. The intima femoralis was damaged and there was major bleeding requiring surgical intervention to repair.